Event description:
Caller reported an issue with the pump time being incorrect, which was more than five minutes off. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring the device to ensure the discrepancy does not occur again. The caller acknowledged the advice and agreed to follow up if the issue recurs.